Event description:
It was reported that a micro bore catheter extension set with one-link needle free IV connector broke at the hub. It is unknown when in the process the reported condition occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.